Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery release contaminated, battery contacts were compressed, and battery drawer was broken. Analysis also found two side bail covers, upper case, lower case, and the ring cover wer broken. Lead flex cover and keyboard pad were contaminated. Two side bails were missing and the ring was bent. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.